Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system. The gantry control box was suspected to be the cause and was returned for medtronic's evaluation. Evaluation by engineering failed to confirm reported deficiency, and the control box tested to be fully functional. A replacement control box was shipped to site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that the imaging system made a loud noise when attempting to close the gantry door and would not allow the door to fully close during a spinal fusion case. Site discontinued use of the imaging system. Procedure was completed successfully with a c-arm with no impact on patient outcome.